Manufacturer narrative:
Evaluation results customer report of balloon rupture was confirmed. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Blood was observed underneath the balloon and in the inflation lumen. A kink was observed approximately 7cm from the tip. Unit is sent to accellent for further evaluation. 6/11/10-accellent evaluation-the balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The balloon material is ragged and there is inconsistent wall thickness in the area that burst. There is more balloon material on the side that burst. The device was visually inspected and there is a sharp kink approx. 12 inches from the distal tip. There is also a kink in the bellows and the material appears to have been twisted. Water was introduced through all of the device lumens and the water flows from where it should. The device tip was clamped off and the device was tested for interlumen leakage. No interlumen leakage was detected. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging.

Event description:
Technician alleged that the bed exit was not alarming.

Manufacturer narrative:
Anticipate evaluation in the near future.

Event description:
Ep balloon ruptured at the end of the case. No problem, finished case without retrograde. Saw blood come back in balloon syringe while deflating balloon. Procedure: mvr.